Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user states that the seat has cracked in the middle on both sides. The end user has no further information to provide.